Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. The rhythm was initially detected in the vt zone, where seven bursts of anti-tachycardia pacing (atp) were delivered. The final burst was noted to accelerate the arrhythmia into the ventricular fibrillation (vf) zone. The device delivered an electric shock, which successfully converted the episode. No additional adverse patient effects were reported. This device remains in service.